Event description:
During factory testing of a returned oxygen valve, an oxygen flow was detected passing through the valve. When the valve seating plunger was removed, debris was found where the plunger seats down onto the body. The debris caused mechanical failure of the valve. This finding may result in a vent inop occurrence during operation. Vent inop during use will alarm and stop providing ventilatory support to the patient.

Manufacturer narrative:
Valve.